Event description:
It was reported that the device did not recognize the small(5ml) syringe. The problem was confirmed using diagnostics of monitor digital sensor. Syringe ear sensor remains false when the small calibration slug is loaded. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the device was in good condition. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the optocoupler. As a result, the optocoupler was replaced. A history review identified there was no indication that the complaint was related to a service of the device within the review period.